Event description:
It was reported that when retrieving the needle after implanting t1, surgeon noticed t2 was disassembled. T1 was removed from the patient. A backup device was available to complete the procedure. Delay was less than 30 minutes and no patient injuries were reported.

Manufacturer narrative:
Device was returned for evaluation. Visual assessment of the device shows the needle is bent. No ts or suture remain on the insertion needle but were returned for evaluation. Examination of the suture/t construct showed t1 is missing its proximal end. T2 and the suture show no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.